Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "capsulare contracture baker I". Later healthcare professional reported ¿pain¿ and ¿device exposure¿. Events confirm via mammography. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken device assessed as an unidentified (tear) opening and observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.

Event description:
Healthcare professional reported "rupture" and "capsulare contracture baker I". Later healthcare professional reported ¿pain¿ and ¿device exposure¿. Events confirm via mammography. This record is for the right side. Device was explanted.